Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated a 13.2mm vicm5_13.2 implantable collamer lens, -11.50 diopter, tore during loading into the cartridge, due to irregular rigidity (abnormal stiffiness of lens). There was no patient contact. The cause of the event was due to the device.